Event description:
It was reported that the patient missed her refill on (B)(6). The patient's low reservoir alarm date was (B)(6), but the patient was not refilled until (B)(6). At the time of the refill, the patient presented with increased tone and itchiness. Given the pump's flow rate and reservoir capacity, it was stated that the pump reservoir was likely empty, but this could not be confirmed. The drug used in this system was lioresal. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received reported the low reservoir alarm had been sounding. The increased tone previously reported was in the patient¿s lower extremities. The pump was refilled and oral periactin was ordered. It was reported the patient called later that day and the itching had decreased. The outcome to the patient was reported as no injury.